Manufacturer narrative:
H6: investigation summary it was reported there was black plastic foreign material inside the needle hub. To aid in the investigation, one sample with no packaging and two photos were provided for evaluation by our quality team. A visual inspections was performed and the needle hub has a piece of black plastic 1/2" long in cylindrical shape. No other defects or imperfections were observed. This defect could occur if, during equipment verification, this piece of plastic got into the sample received and was not removed from the production line. The two photos provided show the sample received. A device history record review was completed for provided material number 305236, lot number 0202407. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. A trend analysis was completed for the last twelve months on this product and this is the first complaint from any customer. Associates were made aware of this complaint. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd¿ needle filter blunt fill experienced foreign matter in the device cannula. The following information was provided by the initial reporter: presence of foreign material inside the needle hub (black plastic material).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ needle filter blunt fill experienced foreign matter in the device cannula. The following information was provided by the initial reporter: presence of foreign material inside the needle hub (black plastic material).